Event description:
It was reported that this implantable cardioverter-defibrillator was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about one year. At the most recent follow-up, however, the longevity remained decreased to about three months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Event description:
It was reported that this implantable cardioverter-defibrillator was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about one year. At the most recent follow-up, however, the longevity remained decreased to about three months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about one year. At the most recent follow-up, however, the longevity remained decreased to about three months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service. The local area representative indicated that the replacement was scheduled, however, the patient exhibited an acute renal failure and was hospitalized. This resulted in the replacement schedule being canceled. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.